Manufacturer narrative:
The pump remains implanted, therefore it will not be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of- hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Pump remains implanted.

Event description:
It was reported per a clinical study database that the patient was admitted to (B)(6) facility and found in to be in v-fib. Patient was treated with amiodarone and ablation therapy was done on (B)(6) 2014. No other information is available. Pump remains implanted.